Event description:
It is reported that an ifs implant broke the plantar cortex of the proximal phalanx postoperatively.

Manufacturer narrative:
At the timer of the initial report, the investigation is not complete. The report will be updated once the investigation is completed.